Event description:
It was reported that three days post implant, the patient developed abdominal discomfort, diaphragmatic irritation, and dry cough. Interrogation of the device showed failure of pacing, low sensing thresholds, and high impedance. A chest x-ray suggested a lead problem. Echo revealed peri- cardial effusion. Tomography revealed diaphragmatic perforation, located in the outer wall of the stomach. The lead was successfully repositioned without complication.

Manufacturer narrative:
Na